Event description:
It was reported by service report that the foot left side rail stuck in the down position. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Side rail assembly.